Event description:
It was reported that this pacemaker exhibited t-wave oversensing and loss of capture. Device data was sent to rhythmcare for review. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.